Event description:
Boston scientific received information that a physician attempted to implant this endotak lead extender. Measurements were obtained through the lead, but none could be obtained when this lead extender was connected to the lead. When a new endotak lead extender was connected to the lead, data was obtained. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, this endotak lead extender was thoroughly tested. During detailed analysis, it was found that the portion of the pace/sense cable that was stripped of insulation to connect into the stake block was inadequate, as only the tip of the cable was staked, which reduced the strength of the connection. Subsequent handling may have provided sufficient force to disconnect the tip from the stake block.